Event description:
A medtronic representative reported a navigation system external camera cable that was damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.return requested. Replacement psu cable shipped to site 01/07/2015. No parts have been returned to manufacturer for analysis.no further issues have been reported.